Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead dislodged. An invasive revision procedure was performed and the lead was successfully repositioned. There was no report of adverse patient effects during this procedure.